Manufacturer narrative:
Patient¿s exact weight was reported as (B)(6). Device is an instrument and is not implanted/explanted. It is unknown if the complainant part will be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: lot 6365453 - released june 18, 2010. Isimac machine company manufactured the percutaneous cannulated connecting screw for tfn, p/n 357.419, and lot 6365453. The supplier¿s certificate of conformance (dated (B)(4) 2010) indicated that the parts were made to revision ¿a¿, and met all required specifications. The parts were inspected and found conforming to synthes incoming final inspection sheet (B)(4), revision ¿c¿ (dated (B)(4) 2010). No non-conformance reports were generated for this lot, and the parts were released june 18, 2010. Drawing (B)(4), rev ¿a¿, was released 3/26/2008. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device (percutaneous cann connecting screw f/troch fixation nails, part number 357.419, lot number 63654543). The subject device was received with the complaint category ¿device interaction : does not fit with other parts.¿ this complaint is unconfirmed, as the returned connecting screw was successfully assembled with known good mating parts 10mm/130 deg ti cann troch fixation nail 170mm (part number 456.315, lot number 6700338) and insertion handle f/trochanteric fixation nails (part number 357.411, lot number 4522808). The returned connecting screw successfully fit through the cannula on the insertion handle and successfully threaded into the proximal portion of the trochanteric fixation nail (tfn) without resistance. The complaint condition of "does not fit with other parts" for 357.419 was not able to replicated at synthes customer quality. It is unknown what led to this complaint condition; however it is most probable that the system was not properly assembled causing a misalignment in the initial helical blade trajectory. This complaint is unconfirmed given that the returned device was intact and could be properly assembled. The design of this device is adequate for its intended use and did not contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade would not go through the intramedullary nail into the femoral head during a procedure to repair a proximal femur fracture. The nail had to be reinserted after the insertion handle was exchanged for another device. The procedure was successfully completed with no patient harm. A surgical delay of 15 minutes was reported. This report is 7 of 11 for (B)(4).